Manufacturer narrative:
Device received with an e15 error loop during boot up, problem isolated to the mother board. Unable to perform operating currents, self test and displacement test due to e15 alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had external flash error. Customer's blood glucose level was 162 mg/dl. Troubleshooting was performed. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.